Manufacturer narrative:
Concomitant medical devices: metasul ldh, head, 48, code n, taper 18/20, catalogue# 0100181480, lot# 2395171; metasul ldh, head adapter, xl, +8, taper 12/14-18/20, catalogue# 0100185148, lot# unknown; modular neck s 12/14 neck taper, catalogue# 00784800300, lot# 60762570; modular femoral stem, catalogue# 00771301000, lot# 60786684. Therapy date : unknown. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown position and underwent revision surgery due to elevated metal ions.

Manufacturer narrative:
Additional information was received on march 13, 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Revision surgery has not been performed and was scheduled for (B)(6), 2018.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 48, code n, taper 18/20, catalog no# 0100181480 ; lot no# 2395171, metasul ldh, head adapter, xl, +8, taper 12/14-18/20, catalog no# 0100185148 ; lot no# 2401886, modular neck s 12/14 neck taper catalog no# 00784800300 ; lot no# 60762570, modular femoral stem press-fit catalog no# 00771301000 ; lot no# 60786684. Concomitant medical products - therapy date : (B)(6) 2018. Additional information was received on april 6, 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to corrosion, osteolysis and loosening.